Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by reviewing the error log and when the error occurred during troubleshooting. Fse verified there were no obstructions and homed the cup transfer without error. Fse tried performing the cup transfer test and found the chuck would not open when going in the z direction and it was hitting the top of the std (standardization test cup) cup. Fse attempted to perform alignments, but errors persisted. Fse attempted to adjust the chuck-open parameter setting but the chuck remained closed. Fse replaced the test cup picking assembly. After performing an all set home, the z-motor was making a buzzing noise and the instrument was giving a cup transfer z-home error and a main f1 fuse blew error. Fse replaced the z-motor and f1 fuse and the cup transfer was able to home without errors. Fse performed all cup transfer alignments and 30 repetitions of the cup transfer test to verify std cups were moving with no errors and a smooth transfer as well as background and customer quality control. All levels were within acceptable ranges and the aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The aia-900 operators manual under section 12: flags and error messages state the following: [2161] c.transfer cup pickup failure cause: the cup sensor s063 failed to detect the cup after the cup was grasped. Action: please contact the tosoh local representatives. Check s063, the cup pickup position, and the cup pickup operation. The most probable cause of the reported event was due to a faulty test cup picking assembly, main f1 fuse and z-motor.

Event description:
A customer reported error message "2161 c.transfer cup pickup failure" on the aia-900 analyzer. The customer rebooted the analyzer and was instructed by a technical support specialist (tss) to perform an all set home, but the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (pth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.